Manufacturer narrative:
The device has not been implanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Implantation was performed on (B)(6) 2026. The standard procedure was followed, with in-situ testing of the device carried out before implantation. The device was found to be within normal parameters. The active electrode was inserted atraumatically. However, when the intraoperative functional test (ift) was performed, high impedances ranging from 12 to 17 k_ were detected. The device was removed and reinserted, but the results were the same. The backup device was implanted during the same surgical procedure.